Event description:
During a total hip revision surgery, a hip extractor was being used to remove a non-co femoral stem after repeated applications to the slap hammer, the tip of the extractor broke. Another extractor was available to remove the stem. There was no adverse consequence to the pt caused by this event.